Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Oscillating noise seen on egms with signal drop out was noted on the implantable cardiac monitor. Loss of contact was suspected to be the reason for the event. No intervention was performed. There were no patient symptoms or consequences.